Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Hold for gn 8-19pentax medical became aware of a report for an event which occurred in the united states stating the customer observed error code 59-05 on the video processor involving pentax medical videop processor model epk-i7010-us, serial number (B)(4). No further information was provided. The customer stated that the message is to restart the processor. The customer indicated that the processor was immediately removed from circulation. The issue was identified prior to use. The user facility responded to a good faith effort attempt via email on 15-jul-2021 and confirmed that the error code occurred during pre-inspection check. The customer owned endoscope was received by pentax medical for evaluation on 20-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint with an optical enhancement system error as well as documenting the scope connector handle loose. Additional comments: oe motor is bad it doesn't spin that gives an error message on screen and can't ignite the lamp eithier. The device underwent repairs including the following components: mechanical cam unit the endoscope is awaiting repair and approval by final qc as 06-aug-2021. Model epk-i7010-us, serial number (B)(4). Has been routinely serviced at a pentax facility since the device was put into service.